Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the 8mm tip-up fenestrated grasper instrument's tip was broken. The procedure was completed with no reported injury. A follow-up attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "tip is broken." The instrument was found to have the main tube broken and a piece approximately 0.022¿ x 0.071¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by the site were also identified. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.077¿ - 0.128¿ in length and were not aligned with the tube axis. The root cause of scratch marks/ abrasions on the instrument main tube is typically attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The tip-up fenestrated grasper (part #470347-12/k11210802 0129) was last used in a thoracic procedure performed on (B)(6) 2022 on system sk 2540. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank field in section e4 is not available. Fields g5 and g7 are not applicable.